Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 serial number should have left blank initially, g2 the complaint was received through a direct call from the customer to the emergency support program. Troubleshooting was performed with the nurse and determined that the device pump was working as intended. Troubleshooting identified the nature of the alleged issue and reviewed that the pump was functioning appropriately given the patient¿s clinical picture (ECG electrode placement and line maintenance). The alleged issue was not related to a device malfunction, rather patient¿s clinical status and electrode placement. However, it was reported during the call that the fiber optic had sensor failure during the call. Nurse in the cicu, called to request assistance with possible late deflation. Esp team member asked for a screenshot of her balloon pump to review. Nurse stated she was trying to see if the pump numbers looked better with the pump in semi auto and pressure trigger. Esp team member asked what the ECG tracing looked like. Abby stated she had changed the electrodes a short time ago, and the patient was in a-fib. Esp team member asked her to place new electrodes with a dot of doppler gel on the back, closer to the heart as if it were ¿hugging¿ the heart. Esp team member then reviewed a screenshot abby sent in 1:2. The arterial waveform appeared to have some artifact. Nurse stated the fiber optic had not been working the last few days. When asked, abby stated they flushed the inner lumen every hour. Esp team member encouraged abby to flush in standby for 15 seconds. Esp team member reviewed a screen shot with pump in 1:1 after the flush. The arterial waveform appeared to have less artifact. Esp team member encouraged abby to get a chest x-ray to confirm placement of the radiopaque catheter tip between the 2nd and 3rd intercostal space. Esp team member collected product surveillance information.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported was received through a direct call from the customer to the emergency support program that the intra aortic balloon had fiber optic sensor failure. No patient harm or injury was reported. The nurse stated that they were trying to see if the pump numbers looked better with the pump in semi auto and pressure trigger.